Manufacturer narrative:
A2: date of birth: (B)(6) 1952. D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study it was reported that the patient had epigastralgia post therasphere treatment. Standard, single compartment dosimetry was performed to assess treatment dose. Per-treatment tc-maa uptake by the perfused liver was 220 gy. On (B)(6) 2021, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The therasphere infusion site was selective. Vial 1 of the therasphere was infused to the left liver; 2.497 gbq was administered through the catheter positioning at the left median sector (segment IV). Vial 2 of the therasphere was infused to the right liver; 0.567 gbq was administered through the catheter positioning at the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): a total of 3.064 gbq was administered. Post treatment dosimetry documented a strong uptake of the delivered dose; to perfused liver was 227 gy and to perfused tumor was 459 gy. On (B)(6) 2021, 3 days post index procedure, subject was hospitalized for epigastralgia post therasphere treatment. The targeted tumor treatment was satisfactory; however, arterial reflux causing the partial necrosis was noted in the stomach which was treated medically. Imaging results revealed inflammatory thickening of the wall of the lesser curvature without perforation. Imaging also revealed a very large stenosing ulcer at the level of the pylorus which caused persistent pain and aphagia. It was treated surgically. On (B)(6) 2021, a gastrectomy of (B)(6) was performed. The corrective action taken, was treatment with medication and surgery or interventional radiology procedure was performed. On (B)(6) 2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from the hospital. It was further reported that the stenosing ulcer to the antrum was caused by radiation due to diffusion of therasphere because of arterial reflux.

Manufacturer narrative:
Date of birth: september 1952. Age at time of event: 69 years old at the time of study enrollment. Manufacturer address 1: (B)(6).

Event description:
Proactif clinical study: it was reported that the patient had epigastralgia post therasphere treatment. Standard, single compartment dosimetry was performed to assess treatment dose. Per-treatment tc-maa uptake by the perfused liver was 220 gy. On (B)(6) 2021, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The therasphere infusion site was selective. Vial 1 of the therasphere was infused to the left liver; 2.497 gbq was administered through the catheter positioning at the left median sector (segment IV). Vial 2 of the therasphere was infused to the right liver; 0.567 gbq was administered through the catheter positioning at the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): a total of 3.064 gbq was administered. Post treatment dosimetry documented a strong uptake of the delivered dose; to perfused liver was 227 gy and to perfused tumor was 459 gy. On (B)(6) 2021, 3 days post index procedure, subject was hospitalized for epigastralgia post therasphere treatment. The targeted tumor treatment was satisfactory; however, arterial reflux causing the partial necrosis was noted in the stomach which was treated medically. Imaging results revealed inflammatory thickening of the wall of the lesser curvature without perforation. Imaging also revealed a very large stenosing ulcer at the level of the pylorus which caused persistent pain and aphagia. It was treated surgically. On (B)(6) 2021, a gastrectomy of 2/3 was performed. The corrective action taken, was treatment with medication and surgery or interventional radiology procedure was performed. On (B)(6) 2022, the event was considered resolved. On (B)(6)2022, the subject was discharged from the hospital.